Manufacturer narrative:
Date sent: 10/02/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a reversal of hartmann's, the device upon firing of instrument, the instrument made an unusual crunching sound. The device was then difficult to open, and the anastomosis was incomplete. There was some tearing of tissue during the removal of the device. Another device was used to complete the procedure. A formation of a stoma was necessary. Additional information is being requested.